Manufacturer narrative:
A specific root cause could not be determined. Sample from the patient was submitted for investigation. The result was confirmed and no interfering factors to the assay were detected. Based on these results, a product problem could not be found. The differences in the results between methods could be due to the overall setups of the assays, the antibodies used, and differences in the reference materials/methods and the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient who had been transferred from another clinic. The patient had been tested at that site on an unknown roche analyzer and the tsh result was 2.240 uiu/ml. On (B)(6) 2016, a new sample from the patient was drawn and was tested by the customer on (B)(6) 2016 on an abbott architect (clia) and the tsh result was 2.109240 uiu/ml. The sample from (B)(6) 2016 was submitted for investigation and was tested on (B)(6) 2016 on modular-pe analyzer serial number (B)(4) and the tsh result was 2.85 uiu/ml. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected. Refer to the medwatches with patient identifiers (B)(6) for the other assays involved in the complaint.